Event description:
The svc report shows while performing a level 2 scheduled pm the ventilator's volume and flow test failed. The mallinckrodt customer support engineer (mcse) verified the low volumes, inspected the device and replaced the cup seal, as well as cleaning the occluded outlet pt connector. The unit passed extended svc final testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.